Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up during testing. A visual and functional assessment was performed which found that the device failed for check oscillation angle, as the device only run in full speed. During repair, it was observed that the electronic control unit (ecu) was damaged ¿ corroded contacts. It was further determined that there was corrosion and an unknown substance on the motor, the bearings were damaged and corroded, and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the small battery drive device became hot when the battery device was inserted and started to be used. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter was unsure whether the device was successfully tested during the pre-surgery set-up. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.